Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults were detected. We did not find any indication that the involved neutral electrode type (wr21) was causal for the described. The reporter stated that the surgical pencil showed a burn ("apresentou combustao"), which extended to the surgical drapes and led to 1st and 2nd degree burns, with partial loss of eyelashes and eyebrows without burn ("provocando queimadura de 1° e 2° grau, com perda parcial de sobrancelha e cilios sem queimadura"). This description is ambiguous. We believe the most likely interpretation is that the tip of the pencil started to burn (or melt) and the surgical drapes caught fire (or smouldered). This would explain, why the pencil, the drapes and the face of the patient were involved and why facial hair was partially lost. Unfortunately the nurse involved in the incident is no longer working for the hospital and no more specific information can be obtained. In any case the location of the burn / the fire was located at the site of surgery and not at the site of the neutral electrode. This and the nature of the incident indicate a malfunction of the surgical pen or the active electrode attached to it. The neutral electrode (located on the back of the patient) cannot have caused it. A malfunction of the neutral electrode would lead to a burn at the site of the neutral electrode or result in the inability to continue with the procedure. It is also inconceivable that the neutral electrode showed the complained "wrinkle" (of which an image was provided). The line of wrinkles shown on the picture are typical for removing a neutral electrode from either its protective cover or from the patient by pulling on the connecting tab instead the dedicated peel tab as indicated in the IFU. The damage must thus have been caused either when the electrode was removed from its transparent protective cover before placing it on the patient or when it was removed from the patient after the procedure. The user has caused the wrinkles not following the instructions for use. The IFU explicitly states: "remove electrode from protective liner by peel tab. Check the electrode and the cord / cable and connector for defects e.g. Dried out or missing gel and damage of cable insulation. Do not use a defective product. (...) After use remove the electrode gently with one hand and support the underlying tissue with the other. Lift the electrode at the tab section at its base, not by the diathermy cable, and peel it off slowly." However, even if an electrode thus damaged had been placed on the patient, the only conceivable consequences would have been a burn underneath the neutral electrode or the inability to continue with the procedure. The image provided of the electrode does not show any indications of a burn. We therefore conclude that the neutral electrode did neither cause the incident nor the injury. The information provided is rather indicative of a malfunction of the electrosurgical pen. Device not returned.

Event description:
On august 24th we have been informed about an incident at an unknown hospital in (B)(6). During a surgical procedure performed on a child in its face a monitoring dispersive electrode (model wr21), a generator (valleylab model unknown) and a electrosurgical pencil (model blayco reference: mb-100) were used. The child was lying in the dorsal position. The dispersive electrode was placed at the scapula region. The application site was not cleaned or disinfested. The duration of the surgery was 1 hour 40 minutes. It was stated that the dispersive electrode showed a wrinkle when removed from its packaging. The complainant reported "during surgery the scalpel pen [electrosurgical pencil] presented combustion, with extension on protect dressing sterile, causing burn of first and second degree, with partial loss of eyebrow and eyelashes, without burn. The material presented scratch". No further information have been provided as the customer stated "due this complaint had happened on beginning of this year, the nurse involved on this case, is not working there anymore. So the costumer doesn't have more informations to provide to us."